Event description:
It was reported the extension arm on the safestep is leaking. It was stated the product is leaking from where the tubing is inserted into the luer lok portion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking safestep is inconclusive due to poor sample condition. One photo sample of a 20 ga safestep infusion set was provided for evaluation. One device is shown on a white surface. A note stating ¿leaking here¿ is written on the background with an arrow pointing towards the extension tubing and hub interface. Damage to the extension tubing or hub could not be clearly observed from the image. Two product labels are also shown besides the infusion set. The product information of the top label indicates lot: asdqs0243 with the lot number circled and the date ¿nov 17/20¿ written. Since the source of the leak could not be clearly observed and lack of a physical sample, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdqs0243 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the extension arm on the safe step is leaking. It was stated the product is leaking from where the tubing is inserted into the luer lok portion.